Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 7:00 am the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions based on this meter issue. Ten hours afterwards, the patient experienced the symptom of dry mouth; she did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct and the patient had correctly replaced the meter¿s battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and she denied seeking medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.